Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-00547.

Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 1627487-2017-00547. It was reported the patient underwent surgical removal of her entire scs system due to ineffective stimulation therapy coverage despite several reprogramming attempts.